Event description:
Reported via clinical study. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted with complete device seal noted. The patient was discharged on rivaroxaban. 366 days post index procedure, the patient was found to be expired. At the time of the event, the patient was on aspirin and clopidogrel. The cause of death remains unknown, and no further details were made available.